Event description:
Received info that all insulin delivery stopped. Reportedly, the customer stated she loaded the insulin into the cartridge outside of the change sequence.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.